Manufacturer narrative:
The insulin pump was received stuck in motor error loop during bolus/basal delivery and motor position encoder error alarm was confirmed in the history file. It was unable to confirm the motion sensor test failure alarms due to motor error alarms. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Device passed the rewind, basic occlusion, prime and displacement tests. Device had cracked case at display window corners and battery tube thread and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and shut down. The customer stated that he was able to rewind but the insulin pump alarmed motor error multiple times during bolus attempt. The drive support cap is recessed. The device was not exposed to a magnetic field. Blood glucose value is unknown. The alarm history showed multiple motor errors, a motor position encoder error alarm and a motion sensor test failure alarm. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.